Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and increased pacing impedance measurements of 1,753 ohms one day post implant. A chest x-ray was performed and revealed a lead dislodgement. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.